Manufacturer narrative:
(B)(4). D10. Unknown revital proximal component item# unknown lot# unknown. G2. Report source: new zealand. H10. Upon receipt of additional information, it was discovered that this event was submitted initially under wrong manufacturing site (warsaw). This report is thus being submitted as a correction report for 0001822565-2025-00160-1. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a primary hip arthroplasty and was implanted with zimmer biomet products. Subsequently, the patient was revised fifteen years post implantation due to a fracture at the taper function. The revitan modulars stem, and head were revised. Diligence is completed and no further information on the reported event has been provided.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Radiographs were provided and reviewed by a radiologist. Disconnection at the cone and misalignment of the proximal part were confirmed. Radiolucency was observed surrounding the proximal portion of the femoral component. Evidence of heterotopic ossification was noted, with partial bridging between the greater trochanter and the superior acetabulum. Signs of osteopenia are also present. Available radiographs points to a possible disassociation of the pin from the distal body. Based on the investigation it could be assumed that possible contributing factors to the disassociation of the pin might be multifactorial related to either patient condition, behavior or implantation procedure. If and to what extent any of these aspects may have influenced the reported event remains unknown and a definitive root cause could not be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.